Event description:
The customer reported to olympus that the protective sheath of the rhino-laryngo videoscope was retracted. There was no harm or user injury reported due to the event. There are no further details provided; however, additional information is currently being requested.

Manufacturer narrative:
The suspect device has not been returned to olympus at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated fields: d8, h3, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. Multiple attempts were made to obtain additional information and device return, but no response was received from the customer. Olympus will continue to monitor field performance for this device.